Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the pump was losing time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: a review of the pump¿s history dates from (B)(6) 2013, there was no information available from the reported event date of (B)(6) 2013. The available history did not show any time and date changes. The pump powered on normally during testing. A timekeeping accuracy test was performed. The pump maintained time accurately during 5 day duration test and one hour post duration test. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.